Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 4 of 5. Reference mfg report #:1627487-2021-12709. Reference mfg report #:3006705815-2021-01272. Reference mfg report #:1627487-2021-12708. Reference mfg report #:1627487-2021-12707. It was reported that patient experienced a fall that led to hospitalization where an infection developed on their incision sites. The entire system was explanted to address this issue. The infection is being treated via oral antibiotics.